Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with sensor anomaly. The customer states they put the sensor in and the green light did not come on. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states there was no cannula present. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent to the top of the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.